Event description:
It was reported that the patient presented during follow-up in clinic with pocket erosion. The pacemaker was explanted and implanted on the other side of the body to resolve the issue. The patient was in stable condition throughout the procedure.